Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and a reservoir was attached to a drain. The reservoir did not suction at all when it was activated. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.